Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: contaminated sample seen before use.

Manufacturer narrative:
H.6 investigation summary: three photos and one sample were received by quality team for evaluation. Upon visual inspection, foreign matter was observed on the unit pack; therefore, the incident can be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. The foreign matter on the pack was sent out for ftir testing. The foreign matter was composed of a thin layer of black material and cluster of brown fibers. The black materials showed some peaks likely similar to that of cellulose and fatty acid ester compound. The brown fibers spectrum matches reasonably with that of cellulose. Cellophane and chipboard are derivatives of cellulose. Paper, wood, cotton, and similar material are also composed of cellulose. The fatty acid esters are the main constituents of animal and vegetable fat and oil. Based on the ftir analysis result, the probable root cause of the foreign matter found on the unit pack could be coming from the bottom web paper core, where the foreign matter was put in together with the bottom web material, or residues of bottom web paper core at the bottom web station being reattached to the bottom web during loading of bottom web material. The foreign matter would have then dropped into the blister during forming. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: contaminated sample seen before use.